Event description:
It was reported that the patient is cooling lower than the target temperature. It was reported that the machine was on auto mode, using a foley temperature probe connected to the machine as well as a swan temperature which were correlating. It was reported that 30 minutes after meeting the goal temperature, the patient temperature went to 35.5. The water temperature at the beginning of the call was 36.6 and by the end of the call it was 38.8. There were no alarms or alerts. The nurse mentioned the patient was shivering on and off and they had to adjust sedation accordingly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged event was likely not due to any component level malfunction. Instead, the medication adjustment likely contributed to the patient temperature change. The manufacturing date has been added to section h4. The section h6 coding has been corrected.

Event description:
It was reported that the patient is cooling lower than the target temperature. It was reported that the machine was on auto mode, using a foley temperature probe connected to the machine as well as a swan temperature which were correlating. It was reported that 30 minutes after meeting the goal temperature, the patient temperature went to 35.5. The water temperature at the beginning of the call was 36.6 and by the end of the call it was 38.8. There were no alarms or alerts. The nurse mentioned the patient was shivering on and off and they had to adjust sedation accordingly. No adverse consequence or clinically relevant delay in treatment was reported.